Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (damaged cables) has been confirmed. Upon investigation the distribution node (dn) to rear therapy electrode cable was pulled from the strain relief. The root cause for the strained cable could not be positively identified, but the damage was likely caused by excessive force. No adverse event resulted from the damaged electrode belt.

Event description:
A zoll pt service rep (psr) called zoll customer support to report that (B)(6) male pt's electrode belt cable was damaged. The pt ended use and did not require a replacement electrode belt.